Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a pause episode which appeared longer than recorded, however it was not clear if the device was detecting smaller signals correctly. The icm remains in use. No patient complications have been reported as a result of this event.